Manufacturer narrative:
According to the case notes, the sensor broke during the removal procedure. A visual inspection on the received fragments confirmed that the end cap was separated from the rest of the sensor. The root cause for sensor fracture is likely to be excessive force applied by the removal clamps or grabbing an extremity of the sensor during the removal procedure. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. All pieces of the broken sensor were removed. B4. Date of this report updated to 27 august 2024. G3. Date received by manufacturer updated to 21 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation conclusions updated to 4311.

Event description:
On july 14, 2024, senseonics was made aware of an incident where the user's sensor broke during removal. All fragments of the broken sensor were successfully removed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.